Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra mini meter was reading inaccurately low in comparison to another meter (ER meter). The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2019, 8:30am. She reported that she obtained an alleged inaccurately low result of "70mg/dl" on the subject meter which she compared to "400mg/dl" on the other ER meter approximately 3 hours later. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin (non-adjuster) and it was unclear if she made any change to her usual diabetes management routine in response to the alleged product issue. The patient stated that 1.5 hours afterwards she developed the symptoms of "tachycardia, numbness in the extremities and blurred vision". The patient reported that, in response to this, an ambulance was called and took the patient to ER where they obtained the result of 400mg/dl and she was treated by an hcp with unspecified IV fluids". At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain a result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began and the patient reportedly received medical intervention for an acute high blood glucose excursion after obtaining alleged inaccurate low blood glucose result on the subject meter.